Event description:
It was reported that t:slim x2 pump battery would not charge and that power source alert appeared in pump history when issue began, but issue had already resolved by the time of the call. There was no reported impact to the customer¿s blood glucose level. Customer changed charging supplies, after which pump began charging normally, pump did not shut down or become unable to turn back on, and no further assistance was required from technical support.